Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16745). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that multiple attempts to interrogate the device were unsuccessful. The patient felt a vibratory alert a few days before, but the patient was not on merlin.net monitoring. At a follow-up two months previous, normal device function was observed with over three years remaining until eri. Microprocessor reset or backup mode was suspected. The device was explanted and replaced. The patient did not experience any complications.